Event description:
It was reported that during an arteriovenous fistula (avf) creation procedure through the ulnar vein and ulnar artery sites, there was alleged difficulty in the catheters attracting to each other when the catheter were delivered to the target lesion. Reportedly, a successful endoavf was created. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided, and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the investigation is confirmed for failure to align based on image review performed which showed coaptation issues. The issue was confirmed as a manufacturing issue for this lot. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an arteriovenous fistula (avf) creation procedure through the ulnar vein and ulnar artery sites, there was alleged difficulty in the catheters attracting to each other when the catheter were delivered to the target lesion. Reportedly, a successful endoavf was created. There was no reported patient injury.